Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the avf procedure, the nurse found that the catheter tip was detached when opening the package. In order to continue the procedure, a new product was opened and the procedure was carried out, but the catheter tip detached again inside the patient's body. The physician was able to retrieve it immediately with no harm or injury to the patient.